Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to physical stress applied to the curved part of the device. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted: the perforations in the bending section a-rubber do not make it waterproof. The channel tube is not waterproof due to perforations. Noise is generated and video is not output due to damage to the substrate of the video connector. There is corrosion on the control panel due to water leakage. The rotation ring is contaminated. The grip buoy is dirty. The forceps channel port is corroded and he angle wire is broken and does not bend downward at all. However, these defects alone are not considered severe enough to cause a potential adverse event. "Important information ¿ please read before use: warnings and cautions" describes preventive measures. 3.2 inspection of the endoscope: the detection method is described in inspection of the endoscope. " olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the uretero-reno videoscope bending part was damaged. The issue was observed during preparation for use for a diagnostic procedure. The procedure was completed with a similar device, and there were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.